Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during a ercp (endoscopic retrograde cholangiopancreatography) procedure with stent placement on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a 5cm stricture within the bile duct due to pancreatic head mass. The patient anatomy was not tortuous and the lesion was not predilated. During the procedure, the stent was partially deployed about 33-40% and the catheter stretched, the stent could not be fully deployed or reconstrained. The device was removed and the procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation. Review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.